Event description:
A material specialist reported that during intraocular lens (iol) implant surgery, the capsule tore. A vitrectomy was performed and an anterior chamber lens was implanted. Add'l info has been requested.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain add'l info by phone, fax and mail. A completed questionnaire has not been received. (B)(4).